Event description:
It was reported that cadd solis vip pump failed flow rate test, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
Corrected data: d4.